Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the sample, the defect was not confirmed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during a rescue operation, the electrode did not dissipate. In a test with another electrode from the same batch, there was also no derivation. Per additional information received, there was no signal. There was no medical intervention required. A second defibrillation device was available and used.